Event description:
Balloon was being removed over the wire and it was noticed that the wire had separated. Once this was noticed, the balloon and wire were immediately removed. FDA safety report ID# (B)(4).